Manufacturer narrative:
(B)(4). D10 - medical product: unknown femoral component item # unknown lot # unknown. Unknown articular surface item # unknown lot # unknown. G2: spain. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Inigo bidea, xabier foruria, isidoro calvo, jesus moreta, jon zabala, rodrigo gonzalez (2024) mid-term clinical radiological results of the constrained condylar knee prosthesis in total knee revision european journal of orthopaedic surgery & traumatology 34:2701¿2708. Https://doi.org/10.1007/s00590-024-03977-9.

Event description:
It was reported in a journal article that six cases underwent a revision procedure, which included one of the four acute periprosthetic infections. In this infection case, chronic periprosthetic infection was identified and revised to a cemented hinge type prosthesis. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10; h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the item and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.